Event description:
It was reported that during procedure, the stent was damaged. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the tria ureteral stent was returned for analysis. The reported event of stent shaft break will not be confirmed. During the visual and magnification inspection, it was found the stent bladder coil detached. Additionally, the pouch returned. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated during the procedure affecting the performance of the device. The reported event of stent shaft break is not confirmed, due to the issue is on the stent coil bladder. Therefore, it would be assigned the code of no problem detected. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during procedure outside of the patient, the stent was separated. The procedure was completed with another of the same device.